Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker cup. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the first revision of cup was done in 07 by dr. (B)(6).